Event description:
Customer reported a glare/smudge on a liquid optics interface (loi), and doctor did not want to proceed with the loi. The procedure was completed successfully with a different loi. No patient injury reported.

Manufacturer narrative:
Section a2, a4 and a5: information was requested and it was not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section h3-other (81): the liquid optics interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h10, corrected data: section h4, device manufacture date changed to mar 28, 2023. Section h10, additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on aug 25, 2023. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection of the returned product did not reveal any debris, loose particles, fibers, glares or smudges. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this lot number 22062548 was performed. The search revealed no related complaint(s) found for foreign material. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.